Manufacturer narrative:
(B)(4) initial report: device details, pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed once the lot codes are confirmed.

Event description:
Cormet revision after 6 years.